Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. All available information was investigated and the reported mechanical issue (clip open - establishing final arm angle) appears to be due to challenging patient anatomy ((medial/lateral flail in-between the anterior 2 (a2) / posterior 2 (p2) and anterior 1 (a1) / posterior 1 (p1) leaflets)). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as the clip opened approximately 30 degrees post deployment. It was reported that the patient presented with degenerative mitral regurgitation (mr) grade 4+, calcified mitral annulus, and a medial/lateral flail between the a2/p2 and a1/p1 leaflets. The mitraclip (cds0601-xtr) grasped both leaflets and mr was reduced to <1. It was decided to deploy the clip in this location. Post deployment, the mr was grade 1-2 and the clip had settled approximately at 30 degrees open. There was no treatment provided. This clip remained stable and well seated at the intended area and the mr had been reduced to grade 1-2. No additional clips were implanted. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.